Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported difficult leaflet grasping, single leaflet device attachment (slda), and poor image resolution appear to have been results of challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances, as an additional clip was implanted to stabilize the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to the challenging anatomy. The clip delivery system (cds) was advanced to the mitral valve and difficulty was met grasping the leaflets. After deployment, it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to the restricted leaflets. A second clip was implanted to stabilize the slda clip, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.